Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 2.5 x 23 mm xience v stent in the proximal left anterior descending artery/left main, a 2.5 x 23 mm xience v stent in the proximal circumflex artery/left main and a 3.0 x 33 mm xience v stent in the left main artery and a 3.0 x 15 mm xience v stent in the mid left anterior descending artery (lad). On (B)(6) 2014, the patient experienced an episode of angina and was re-hospitalized. On (B)(6) 2014, ischemia-driven revascularization was performed at the proximal circumflex artery, the intermediate/anterolateral artery and the proximal lad. During the procedure, plaque shift occurred and was treated with additional balloon dilatation using a kissing balloon technique. The patient's condition resolved on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional rx xience prime 2.5 x 23 mm mentioned is being filed under a separate manufacturer report number. There was no reported device malfunction and the product was not returned. The reported patient effects of angina, ischemia and restenosis, as listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.